Event description:
(B)(4). Event occurred in the united states. The patient reported she noticed the tubing was snapped where the tubing connects to the connecting cap of the tubing while the patient was changing the set and her blood glucose level was 350 mg/dl. She noticed insulin moving backwards into the tubing when she disconnected. The site was at the upper left abdomen and the pump was located to the left side in relation with the site. The infusion was in use for more than one day. Reportedly, the infusions were stored in a closet in the bedroom. The patient believes the tubing was bent at a 90-degree angle and snapped. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.